Event description:
The facility reported that the pump's channel a and b did not deliver when "set for piggyback". Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requestd by baxter, no additional information was provided regarding patient's demographics, medication involved, or device programming. No contact information was available.